Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that velys saw handpiece, velys base station, and velys array set knee were involved in a reported event during a total knee arthroplasty procedure. The failure occurred when the pointer did not detect the array on the saw, preventing calibration of the saw blade. The front interface of the sawhandpiece gets lose - this leads to a rotation. This is causing the saw array to bend once you connect it. Most likely the right side could not be acquired anymore. Left side is still good. The issue was encountered during the calibration step, resulting in a delay to the surgical procedure. The user replaced the array and then the saw handpiece, after which calibration was successful. There was no patient involvement, injury, or impact to the expected surgical outcome.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.